Manufacturer narrative:
The product was returned and the investigation found damage to the exposed portion of the soft cannula. The distal tip was ripped off leaving the exposed portion of the cannula shortened. The investigation found no manufacturing defects or deficiencies with the rest of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 17.9 mmol/l (322 mg/dl) while wearing the pod between 24 and 36 hours on the arm.